Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00060 on 18-feb-2025. Additional information (on 13-may-2025): siemens further evaluated the event and concluded the leaking reaction washer valve potentially contributed to the erroneous results. The investigation conclusions code in h6 was updated to reflect the additional information. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report erroneous patient results were obtained for carbon dioxide (co2), calcium (ca), glucose (gluc), albumin (alb) and total protein (tp) on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the probe valve on the reaction washer and the pressure transducers. The cse cleaned the probes, primed the analyzer and performed a precision test. On a subsequent visit, the cse replaced the dilution impeller and reseated the pressure transducer on the sample arm. An autocheck and qcs were performed, which recovered within ranges. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneous carbon dioxide (co2), calcium (ca), glucose (gluc), albumin (alb), and total protein (tp) results were obtained on patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide patient data. There are no known reports of patient interventions or adverse health consequences due to this event.